Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the inspection of the returned unit shows no fault. The lock mechanism was opened and checked, and there is no movement and it could be closed properly. The ratchet arm and torque screw are in a good condition. The unit has been subjected to a successful functional check and it meets manufacturer's specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The returned skull clamp shows no fault. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) fixing system was not functional during surgery and requested to "check play." This increased the surgery time for more than 30 minutes and the surgery was apparently postponed. There was no patient injury. Additional information has been requested.